Event description:
The initial reporter received questionable tina-quant albumin gen.2 - urine application results from four patient samples tested on the cobas 6000 c501 module. The following examples of discrepant results were provided: on (B)(6) 2025, patient sample 1's results were: the initial result was 13.2 g/l. The repeat result was 38.1 g/l.. On (B)(6) 2025, patient sample 2's results were reported: the initial result was 11 g/l. The repeat result was 28 g/l.

Manufacturer narrative:
The reagent lot number is 858969. The expiration date was requested but not provided. The investigation is ongoing.

Manufacturer narrative:
The investigation excluded reagent issues as no further cases were reported and a correct rerun was performed with the same reagent. The field service engineer (fse) inspected the module, readjusted the probes and cell rinse levels, replaced a valve and a broken bearing on the reagent syringe mechanism, and confirmed the assay and module are performing according to specifications. The specific cause of the event could not be determined. The investigation determined that the service actions resolved the issue.